Manufacturer narrative:
A report was received indicating the presence of a hair-like fiber on the needle. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a needle assembly without a plastic shield, with a fiber-like foreign material visible near the base of the needle. No additional defects or irregularities were observed. A review of the device history record was completed for material number: 305211, lot: 4031348. This review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and the analysis of the photograph, the customer-reported condition is confirmed. However, due to the absence of the physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: material: 305211, batch#: 4031348. Rcc received a complaint via email. (B)(4). On (B)(6) 2025, xx was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter ¿ fm filter needle on (B)(6) 2025, the office staff reported the following: ¿after she drew the medication out from the vial, she noticed there was a hair-like fiber on the needle. She is unsure if the fiber could be plastic or another material.¿ filter needle: catalog: 305211, lot: 4031348.